Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. The functional testing including displacement, basic occlusion, occlusion, prime, and the excessive no delivery tests were not performed due to the motor error alarm. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 291 mg/dl. On (B)(6) 2013, troubleshooting for the motor error alarm was done and the insulin pump passed the selftest and the displacement test. However, on (B)(6) 2013 customer called again because she was having high blood glucose levels after the motor error alarm. Her blood glucose level at the time of the call was 118 mg/dl. During the troubleshooting, the pump had a motor error alarm instead of a no delivery alarm when performing the displacement test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.